Event description:
It was reported that the unspecified bd infusion set experienced a flow issue. The following information was provided by the initial reporter: customer reporting brand new IV infusion does not infuse secondary correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced a flow issue. The following information was provided by the initial reporter: customer reporting brand new IV infusion does not infuse secondary correctly.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary set is not infusing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.